Event description:
Customer took a blood glucose reading and began to exercise. They began to feel "funny" and low. They took an unknown medication and began to feel hot and cold flashes. They drank some soda and had some sugar. Customer began to take readings approximately one minute apart with results of 128, 95, 117, 78, 109, 179, 173, 236, 76, 80, 50, 250, 263, 119, 240, 145, 401, 97, 159, 111, 295, 222, 388, hi, and 404 mg/dl. Customer was taken to the emergency room where it was discovered that their blood glucose level was low. They were treated intravenously and provided orange juice and food. Customer's meter calibration code was set incorrectly.